Event description:
It was reported that during a laparoscopic adjustable band procedure, the surgeon did not perform a balloon test prior to the implantation. The procedure went well, and the patient was released according to usual protocols. One month following the surgery when attempting to inflate the band, and checking fluids, a leak was observed, and no solution present in it. The band had to be removed by using scissors and a replacement band was implanted.

Manufacturer narrative:
Information anticipated, but unavailable at this time.